Event description:
It was reported that the patient was admitted to the hospital due to receiving inappropriate shocks resulting from lead noise. Oversensing was also observed. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the partial lead was returned in segments, analyzed and the distal conductor was fractured. It was noted that defibrillator conductor was fractured, the proximal conductor was fractured, the defibrillation coil was distorted, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and there was tissue on the helix.